Event description:
The customer reported a bloody fluid leak of approximately 5ml from the probe truck tubing on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the leak with help from customer technical support (cts) over the phone. The customer found a leak from disconnected tubing at port 1 of the probe wipe cleaning truck. Cts assisted the customer of the tubing part number for customer installation. The customer was able to replace the tubing. The leak was resolved and the customer is operational. (B)(4).